Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg pocket site. As a result, the patient's ipg was removed and replaced via surgical intervention. Surgical intervention is believed to have resolved the patient's issue.

Event description:
Follow up reavealed that the patient's issue has resolved with surgical intervention.